Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient sent a merlin transmission and experienced a vibratory alert for low lv lead impedance. X-ray was recommended for externalizes conductors but has not yet performed. On (B)(6) 2019 the device was interrogated and stable, in range lv lead impedances were noted in normal testing and during isometrics. No electrical anomalies were detected. Physician elected to monitor the lead. Programming changes were made. X ray has not yet been conducted. The patient was stable.